Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the cervical lead implanted at c2 had migrated to c4-c5 and confirmed via CT myelogram. It was noted that one lead was intrathecal. As such surgical intervention took place where both the leads were explanted on (B)(6) 2024.